Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal evolution was received for product evaluation. Only the carrier tube assembly was returned for evaluation. No other accessory components were returned. Visual inspection of the carrier tube assembly revealed the deployment sleeve was in forward lock position with the color bands concealed. No anomalies with the locks on the device cap. The distal end of the carrier tube was subjected to microscopic analysis and the anchor was exposed. The bypass tube was not returned for evaluation. Dimension testing of the outer diameter of the carrier tube was measured to be 0.102'' which was within the specification of 0.102" +/- 0.005; the measurement was within the manufacturer specifications. No anomalies were found on the returned carrier tube. Based on the evaluation of the device, the complaint can be confirmed for assembly difficulty experienced by the user. It is likely that the bypass tube was lost when the user experienced difficulty advancing the carrier tube into the sheath hub. The exact cause of the insertion issues experienced by the user cannot be determined. Fast insertion without proper mating between the valve and bypass tube or off-axis forces during insertion may also lead to alleged resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user could not deploy the angio-seal device as usual. He switched to another 8f angio-seal evolution with same lot without a problem. He did not complain about any complication in patient. The estimated blood loss was less than 250cc. The patient's condition was stable. There were no other devices or equipment used with the reported product. Additional information was received on 19jan2021. The procedure being performed was a percutaneous coronary intervention (pci). An 8fr procedural sheath was used. The user felt some resistance and was unable to deploy the angio-seal device. A pre-deployment angiogram was performed. Additional information was received on 25jan2021. When he inserted the angio-seal device into the angio-seal sheath system at the puncture site, the tip of the angio-seal device was stuck. Then he retrieved it from the sheath system with force, he discovered the anchor was deployed from the tip.